Event description:
It was reported that during implant attempt, the only attempted location had no capture and the physician suspected a lead dissection. An echo test following the procedure showed no issues. The lead was not used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.